Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 21 mmol/l and ketone level was mild/low. Customer was transported to the emergency room and was admitted to the hospital intensive care unit. Customer was treated with intravenous saline and insulin. Elevated bg/ketones resolved. Customer was discharged on the same day with no permanent injury. Customer reverted to an alternate method of insulin therapy.